Event description:
Customer reports, that the grasper tip fell apart as the nurse handed it to the surgeon, before starting a procedure. The tip did not come in contact with a pt. There was no pt injury. The nurse acknowledged she should have sent the grasper in earlier for repair when it was found the teeth were loose.